Manufacturer narrative:
It was reported that the pressure transducer test failed. The company field service engineer investigated the anesthesia workstation at the hospital dust/dirt was found on the safety valve membrane causing the pressure transducer test to fail. Cleaning of the safety valve membrane solved the issue. The logs from the anesthesia workstation have not been available to confirm the reported pressure transducer test failure.

Event description:
Manufacturer´s ref #: (B)(4).

Event description:
It was reported that the pressure transducer test failed during the system check out. There was no patient involvement. Manufacturer´s ref #: (B)(4).